Event description:
It was reported by the customer that the product atb35 would not fire in a procedure. The surgeon refused to use the 2 other instruments from the same lot number. Another linear cutter was used to complete the procedure, but it was not from the same lot number. There was no consequence to the pt.